Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the incoming product inspection process, the cardiosave intra-aortic balloon pump (iabp) presented a drive manifold error. There was no patient involvement.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). Getinge field service engineer (fse) stated the iabp unit was returned to getinge site as the event occurred during inspection process so the iabp cannot be repaired. The defective components was sent to getinge's failure analysis and testing (fat) for further investigation. Performed the drive manifold test. The vacuum leak differential pressure test failed with a result of 34mmhg. The factory specification is +- 25mmhg. Since there was no patient involved and no adverse event was reported; as per the process the pump was stored in secure area for 30 days after the investigation was closed and then shall be discarded. The non-conformance with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.